Event description:
We received a report that during the implantation of an tecnis zcb00 intraocular lens (iol) in the patient's right eye, the surgeon noticed a foreign body was attached to the lens on the junction from the haptic to the optic, later described as white precipitate. In follow up received (B)(6) 2015, it was learned that the incision was enlarged and the iol removed during the same procedure. Another zcb00 was placed during the same procedure. Post-operatively corneal edema was noted and visual acuity five days post-op was 0.5. The patient was prescribed tobradex and nevanac. The report indicated the patient took longer to recover (a time period was not provided).

Manufacturer narrative:
Concomitant product: helaon, balanced salt solution, platinum 1 unfolder cartridge. Initial reporter telephone: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Fourier transform infrared spectroscopy (ftir) spectrum of the white debris that was removed from the intraocular lens body was analyzed. The lens was inspected under a microscope. A white ¿chalky¿ residue was found on the optic body. It cannot be determined if the white ¿chalky¿ residue is the ¿foreign body¿ of interest referred to in the complaint. This was the material that was analyzed. Ftir analysis of the white chalky residue found on the optic body showed that it is an organic acid salt. Device available for evaluation: yes. Returned to manufacturer on: (B)(4) 2015. Date received by manufacturer: (B)(4) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Information that was known, but inadvertently not provided in the initial report.manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Product met manufacturing release specifications. Placeholder.